Event description:
A malfunction was reported, identified by code malf 12, with no notable events occurring beforehand. The customer declined to answer whether the issue caused their blood glucose level to exceed 500 mg/dl, so no specifics on blood glucose impact were provided. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the problem occurred again.